Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. Corrected field: e1. The device was returned to olympus for inspection and the reported failure was confirmed. During device inspection found error e216(scope communication err) occurred due to damage on charged couple device (ccd) unit. Additionally, found the screen was going black and no image was displayed due to damage to the imaging unit, but the image was returning. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of reportable failures is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 field: due to limitation of text characters added here: kurashiki central hospital, ohara memorial kurashiki central medical organization, public interest incorporated foundation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use of the videoscope displayed the scope communication error e-216 occurred, suspected disconnection at the root of the scope. There were no reports of patient involvement.